Event description:
In the beginning of the treatment the customer complaints blood leak. No pt harm and no medical intervention was needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage of the hollow fibers. No sample is available for investigation. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.